Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and was manifested by abdominal pain and cloudy peritoneal effluent. The patient was hospitalized on the same day as onset of the event and was treated with unspecified intraperitoneal antibiotics (dose and frequency not reported). It was reported that the patient¿s pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged seven days after hospitalization and had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.